Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a non-invasive programmed stimulation (nips), it was observed that this right ventricular (rv) lead was not positioned in the heart apically and defibrillation threshold (dft) test was unsuccessful. Further, this rv lead was explanted. No additional adverse patient effects were reported.